Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and guided the customer through a pump reset, after which the error code did not reappear.